Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient had a blood glucose of 525 mg/dl with polyuria and polydipsia. Patient received no unusual treatment. The reporter was unwilling to troubleshoot. This complaint is being reported as the alleged inaccurate delivery may have contributed to the hyperglycemia.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/21/2017 with the following findings: the last basal delivery was on (B)(6) 2017. The last bolus delivery was a 4.55 u ezbg normal (p) bolus on (B)(6) 2017 at 06:55. The pump was exercised for 24 hrs with a 2.0 u/hr basal rate; at end testing the basal history correctly showed 2.0 u and total daily dose (tdd) showed 48.0 u. The tdd¿s added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found and was found to be delivering within required range and delivering accurately. There were no errors, alarms or warnings during testing. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.